Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter first & last name: unknown/information not provided. Email address: unknown/ information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of discomfort after undergoing an eyhance toric implanted. There was an unexpected patient outcome and the refraction after operating was higher than the target refraction. An explant was performed. There was no delay in treatment or other interventions performed. No further information was provided.